Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 596 mg/dl on (B)(6) 2017. The customer started experiencing high reading of 450 mg/dl on (B)(6) 2017. The customer treated the high blood glucose with injections. Customer was wearing the insulin pump at the time of hospitalization. Customer also mentioned having bent infusion set cannula. Trouble shooting was performed but was unable to complete high pressure test due to clamp not available. His blood sugar has gone down to 400 mg/dl at the time of call. The insulin pump will not be returned for analysis.